Event description:
It was reported that foley catheter was not draining and was leaking.

Manufacturer narrative:
The reported event was inconclusive, and it was unknown whether the device had met relevant specifications. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the photo sample noted that could not be evaluated for the reported failure therefore this investigation is considered inconclusive. A potential root cause for this failure mode could be ¿incomplete eye punch". The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: warning: on catheter, do not use ointments or lubricant shaving a petrolatum base. They will damage the catheter and may cause balloon to burst. Sterile: unless package is opened or damaged. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foley catheter was not draining and was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.